Event description:
The healthcare professional (hcp) of the home patient (hp) reported that the hp was hospitalized with peritonitis while usng the homechoice cycler for apd therapy. The hp reportedly went to the ER with symptoms of abdomen pain, nausea and cloudy effluent. While at the ER, the hp reportedly relates they were treated with gentamicin and saline intravenously against their wishes. According to the hp, they were next transported to a different hospital where he was treated with vancomycin and remained hospitalized 4 months in 2002. Both the hcp and the hp do not attribute the peritonitis episode to the device and hcp felt that most likely the episode occurred due to user error. The hcp relates that the hp has since recovered and continues to use the homechoice cycler with no difficulties.